Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -13.5/3.0/171 (sphere / cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The patient experienced low vaulting. On (B)(6) 2023 the lens was exchanged with a same length lens but implanted horizontally and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (under 21 yrs of age at date of implant). H6 - medical device problem code - 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Manufacturer narrative:
Corrected data/ device evaluation: h3: type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with liquid and residue/debris on product. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with liquid and residue/debris on product. Visual inspection found no haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).